Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The pump supplies were changed to address the issue. Customer's blood glucose (bg) was over 600 mg/dl. Reportedly, the customer began vomiting, and required assistance administering manual insulin injections to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.